Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not completely engaged with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The identified bent bumpers may have contributed to the identified incomplete cannula tang engagement. Both of these are characteristic of inappropriate tolerance stack-up and likely contributed to the self-activation issue. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy, there was an alleged unspecified failure. There was no reported patient injury.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during a biopsy, there was an alleged unspecified failure. There was no reported patient injury.